Event description:
User advanced the delivery system to desired position and found out cannot release the stent from delivery system. User adjust the delivery system several times but still cannot release stent./ user then found out the sheath of the delivery system is detached from handle. See attached picture. User retracted the device and then changed boston scientific stent to complete the procedure. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking (flexor/handle separation). No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-8-8 device of lot number c1460633 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 17 october 2019. On evaluation of the device it was observed that the outer sheath was separated from the handle. Document review: prior to distribution zilbs-635-8-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. D00055315 [fqc0180] rev017, step 1.6 instructs the manufacturing team member (mtm) to ¿check that the outer sheath and handle are fully snapped together and are free from damage and or cracks¿ by means of a visual inspection. Step 1.13 instructs the mtm to ¿check the outer sheath for crumpling, kinks or any other damage¿ and step 1.14 advises the mtm to scrap any defective units; ¿in the case of defects, the unit is to be scrapped¿. The mtm is instructed to ¿ensure the red safety is in place¿ at step 1.15 before placing ¿product into zilbs tote insert (k0605) as per product storage instructions¿ at step 1.16. A review of the manufacturing records for zilbs-635-8-8 of lot number c1460633 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1460633. The instructions for use (ifu0065-3) instructs the user to inspect the device on removal from the packaging: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to resistance during advancement and repositioning the device prior to deployment. From the information provided it is known that the user encountered resistance when advancing the delivery system to the target location and the nurse repositioned the device several times in an attempt to counteract the resistance and advance the device to the target location. It is possible that the device became stuck in the patient¿s anatomy during advancement (resulting in resistance) and the outer sheath separated from the handle as the device was repositioned. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system to desired position and found out cannot release the stent from delivery system. User adjust the delivery system several times but still cannot release stent. User then found out the sheath of the delivery system is detached from handle. See attached picture. User retracted the device and then changed boston scientific stent to complete the procedure. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking (flexor/handle separation). No adverse effects to the patient have been reported as occurring.